Event description:
An optometrist reported a patient with a band of haze with an infiltrate inferiorly on the right eye 5 days post prk enhancement; there was no staining over the infiltrate. The patient reported the eye was irritated. A topical steroid taper was started. Upon additional follow up, the reporter indicated the enhancement was for less then one diopter of correction. The patient has a residual haze which is not affecting his vision and he is no longer on the steroid drops. The patient reported dryness and light sensitivity but otherwise continues to do well.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the event. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications at this day. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).